Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was shattered while the customer was playing baseball. Subsequently, the pump touch screen became black and unreadable. Additionally, it was reported that the insulin gauge was inaccurate. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 383 mg/dl.